Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a detached sensor wire that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. The patient stated that the sensor wire was left under the skin, in the abdomen, upon its removal. On (B)(6) 2016, the patient went to the hospital to have an x-ray performed. No additional event or patient information was provided. No product or data was provided for evaluation. The customer complaint could not be confirmed. A root cause could not be determined.